Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient felt lightheadedness. The implantable pulse generator (ipg) device reached elective replacement indicator (eri), but capture was unable to be evaluated due to no electrograms being displayed. The device was explanted and replaced. No patient complications have been reported as a result of this event.